Manufacturer narrative:
Age and date of birth is estimated.

Event description:
Radiometer reference number (B)(4). According to the complaint, on 25-06-2025 a call was received from the nicu ward regarding a strange sodium result from the abl90 flex plus (serial number (B)(6). It was a neonatal patient who had no lines; hence the sample was taken from the heel. The first measurement at 12:07 was a sodium of 167 mmol/l. As the clinical picture of the child showed otherwise, this was re-measured and had a sodium of 142 mmol/l. The chlorine was also not very high, namely 115 mmol/l. At 12:44, a new capillary sample from the same heel was measured. Here the sodium was 142 mmol/l and chlorine was the same as the first measurement namely 115 mmol/l.

Manufacturer narrative:
The quality control logs, calibration logs, and system messages do not indicate any malfunction of the sensor. Therefore, the most likely cause of the higher readout is an obstruction in front of the na sensor, such as a clot or a bubble. Clots can be introduced from blood samples, while bubbles may form in the sensor when a clot or other foreign material is introduced into the system. As the device didn't malfunction, this event no longer meet the criteria of an MDR reportable event.